Event description:
On (B)(6) 2023 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 10 apr 2024 the patient experienced stoma site swelling in which the gastroenterologist recommended antibiotic therapy with floxapen 500mg every 8 hours for 8 days. The patient had been using flotiran (betamethasone and clotrimazole) and cicalfate ointment since 23 apr 2024. On 24 apr 2024 the stoma site resolved.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.